Manufacturer narrative:
(B)(4).

Event description:
It was reported "the extension line was found to be leaking during use on the patient." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, opened retrograde hemodialysis catheter connector for analysis. The connector assembly will be analyzed as part of this complaint investigation. The compression fitting/cap was not returned for analysis. After failing functional testing, a leak was observed when flushing the venous extension line. The leak was observed where the metal cannula meets the juncture hub of the connector assembly. The hemodialysis was fully assembled as intended. Amrq-000075 states, "there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa (43.5-46.4 psi) for 30 sec when tested per bs en iso-10555-1 annex c." Both luer hubs of the connector assembly were individually attached to the leak tester (ref-002902). With the distal end of the metal cannulas occluded, the extension lines were pressurized to 300kpa for 30 seconds. When flushing the venous extension line, water was observed exiting the connection of the metal cannulas to the connector assembly. No leaks were noted from any other portion of the assembly or when flushing the arterial line. A manual tug test confirmed both the arterial and venous luer hubs were securely attached to their respective extension lines. A device history record review was performed, and a relevant finding was identified. A non-conformance was initiated for batch 13c22d1982 to address the issue of a catheter body/connector assembly connection leak. Further analysis of this non-conformance revealed that the failure modes are consistent. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The IFU also warns, "ensure compression sleeve is securely positioned inside threaded compression cap. Avoid attempts to place compression sleeve onto hub connection assembly cannula and then apply threaded compression cap. Incomplete compression may occur causing catheter separation." The complaint of a leaking catheter was able to be confirmed based on a complaint investigation of the returned sample. Functional testing of the catheter revealed leaking from the cannula associated with the venous extension line. Based on the sample returned, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "the extension line was found to be leaking during use on the patient." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".